Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. Troubleshooting was done for hardware low level failure alarm. Customer was able to clear the alarm. Fill cannula was recorded in daily history. User did self test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.